Manufacturer narrative:
The company service representative examined the system and found that it met specifications. He also checked the system event log, and there were no errors recorded for the day of the event. No system parts were returned for evaluation. The complaint history was reviewed and there were no other complaints reported for this system. The service history was reviewed and there were no other related service calls for the system. The device history record was checked and there were no manufacturing issues during assembly/testing. The system parameters provided by the surgeon were reviewed. The root cause could not be determined based on the investigation and the info provided. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The customer reported that a corneal burn occurred during a procedure. At the end of the procedure, the surgeon commented that the tip of the handpiece was getting hot. Add'l info has been requested.